Event description:
It was reported the sonicbeat surgical instrument's grip section and distal of the probe were both bent when there was device output while the grip section was open and immersed in saline solution. The event occurred during a neck surgery; however, the device was not within patient anatomy at the time of occurrence. An unspecified device component fell out of the body. The procedure was completed after the device was replaced with a similar backup olympus device. There was no delay, patient injury, or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: b5. Additional information: d8, h3. This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The probe was broken. An additional reportable malfunction was observed; the insulation pad was worn out and partially torn. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to be worn and partially torn tissue pad. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode, or a force to grasp tissue was applied to the probe. Therefore, the cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad). ¿ do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. ¿ if any irregularity is observed, take proper remedial actions by referring to chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sonicbeat surgical instrument's grip section and distal of the probe were both bent when there was device output while the grip section was open and immersed in saline solution and pieces of the instrument were broken off outside of the body. The event occurred during a neck surgery; however, the device was not within patient anatomy at the time of occurrence. An unspecified device component fell out of the body. The procedure was completed after the device was replaced with a similar backup olympus device. There was no delay, patient injury, or medical intervention associated with this event.